Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, reservoir empty, leakage of liquid.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube near the strain relief of cylinder 1. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted on the longer exhaust tube and the inlet tube of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on the shorter exhaust tube of the pump. No visual or functional abnormalities were noted with cylinder 2, the reservoir inlet tube, bladder, or lockout valve. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tube of cylinder 1 at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3087599. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.